Manufacturer narrative:
Approximate age of device ¿ 3 months 4 days. Manufacturer's investigation conclusion: the patient remains ongoing with the lvad device. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had a gi bleed. No source of bleeding was identified. Anticoagulation and aspirin were held, while the patient was given sandostatin. No additional information was reported.